Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter system was returned for evaluation. The delivery pusher catheter was kinked approximately 29.0cm from the proximal end of the pusher handle. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No skiving was found inside the storage tube. The filter exhibited 6 arms and 6 legs present and intact. No other anomalies were identified. Functional/performance evaluation: no kinks were reported by the user. No skiving was found inside the storage tube. The filter exhibited 6 arms and 6 legs present and intact. No other anomalies were identified. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive for failure to advance from the introducer sheath as the filter was returned deployed. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter could not be advanced through the deployment sheath. The filter system was exchanged for a new filter that was deployed successfully. There is no reported patient injury.